Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited poor threshold that caused loss of capture. Furthermore, the rv lead exhibited poor sensing. The rv lead was replaced and the procedure continued with the new lead on (B)(6)2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of failure to capture and a sensing issue were not confirmed. A complete lead was returned in one piece. Electrical testing, visual and x-ray examination of the lead did not find any anomalies.